Event description:
It was reported during procedure and while inserting a nail, the driving cap that connects the nail broke off during insertion. The cap was broken into two pieces, where one piece was thrown away (the threads) and where the second piece (the larger portion that was shafted) was retained by the sales consultant. The nail was implanted without issues and it was reported there was no adverse effect to the patient. This is 1 of 1 report.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The connecting thread of the driving cap is broken off; the broken off portion was not received for investigation. Because of the damage, the complaint relevant dimensions can not be checked for dimensional accuracy of the valid manufacturing specifications. The broken surface is homogenous and does not show any anomalies what indicates material conformity to the specification. From march 27th 2012 to march 27th 2013 there have been 5 complaints related to driving caps including this one. All 5 were broken at the radius between thread and shoulder. All 5 were from lots before dco 059082 which increases this radius to reduce the frequency of failure. The complaint description is severity 2: use of alternate instrument, hammer directly on insertion handle, which is less then a severity 3. The complaint frequency is 6 incidents in 943 procedures. This is frequency 3. Frequency is expected to decrease as revision b parts are introduced in the field. No further design changes necessary.